Event description:
It was reported via repair work order that the outer lift tube was bent which can affect cot functionality. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.